Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 1410193: 20 items manufactured and released on (B)(6) 2014. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed by r&d product manager on (B)(6) 2018. It is evaluated that the spring ball plunger is came apart. It is possible this occurrence was influenced by wear of the instrument , damage during prior use and/or variation in production/assembly, however this cannot be confirmed. The analysis has been conducted also taking into account the images attached to this complaint.

Event description:
During the primary surgery, while the surgeon was using the broach handle, the spring and ball in the latching mechanism fell out of the handle. No sub-components fell into the patient and there was no delay in the case. The surgeon swapped to a backup broach handle completing the case successfully.